Event description:
Device 1 of 3. Ref. MFR. Reports#: 1627487-2014-05435, 1627487-2014-05436. The pt has two extensions from the same lot. On (B)(6) 2014, the pt underwent surgical intervention to have his ipg electively explanted and replaced (with a smaller/different model). The pt had no issues with the ipg prior to the planned procedure. During the procedure, the doctor accidentally cut the pt's lead and extensions. Upon attempting to remove the lead and extensions the doctor experienced a seizure. Another doctor finished the procedure, but no product was explanted nor replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.